Event description:
The electrode pads arced during treatment of a pt. They were using a mrl defibrillator, but the customer did not know the defibrillator model number at the time of the call. They stated there was no impact on the pt. The electrodes were not returned for investigation. The customer could not provide further info during the first call, and has not responded to further attempts by ballard med to obtain info or to discuss return of the electrodes. Ballard med products have no first hand knowledge of the allegations, but are relaying info received from outside sources pursuant to federal regulations.